Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient saw a dermatologist regarding a rash. The following possibilities were noted in regards to the cause of the rash: irritation from the medication when aspirated, reaction to the betadine, or infection. The patient was being treated for infection with augmentin and was also given a steroid cream. The pump site location was 'starting to look better'. It was further noted that the patient had 'blood work' done and it was confirmed that the patient did have an infection. The patient was seen in the clinic (B)(6) 2012 by the health care provider to check the volume in the pump. It was noted that the rash area was a little more irritated due to checking the volume. The volume removed from the pump was 1ml short of what was expected; this was 'the same discrepancy as the last time the pump was checked 6 weeks after refill'. Per the reporter, 'hcp feels better that pump is "not messing up".' The next refill date is (B)(6) 2012 and the hcp will check the volumes again. The hcp did check the logs and it was reported that he did not see any issues.

Event description:
It was reported that the patient recently had the flu, dehydration, sweating and had increased tone. Patient also had seizures. She then started to take oral baclofen. On (B)(6) 2012 the pump was aspirated and a bolus was administered; the alarm date was changed to (B)(6) 2012. It was stated that the patient went from being able to handle large increases to only being able to handle 1% increases. The patient went in for a 0.05 increase and was given a 5% increase by mistake. The patient was acting altered and strange. During a refill on (B)(6) 2012, the expected reservoir volume was 2ml, however the pump was empty. The healthcare provider (hcp) confirmed that the logs were correct, ruled out a programming error; the alarm date was (B)(6) 2012. Patient began to cry between 2-6 pm and a bolus was administered at 1:30 pm and around 7 pm she was more relaxed. Around 10:30 pm patient was in pain and stiff. The morning of (B)(6) 2012 patient could bend arms. No diagnostic studies had been performed. Patient continues to take oral baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother reported, the actual residual volume was less than the expected residual volume. Caller did not provide specific values for volumes. Caller stated there was approximately a 1.1ml discrepancy six weeks into the new refill. The physician pulled 1ml less medication than expected. The patient was seen for a six week check as a follow-up to a previously documented volume discrepancy that occurred in (B)(6) 2012. The hcp planned to withdraw the medication again in 6 weeks to see if there was a discrepancy. The hcp did a side port aspiration and initially they could not get the medication out. Caller stated, the hcp "stabbed" her and then he had to "wiggle" it in order to get the medication. Per hcp there was no residual drug at the refill. The reservoir was aspirated and the volume was 1 ml low. Per patient's mother, the patient followed up with the hcp two weeks after the pump was aspirated and the patient had a red spot with a white head that looked like a pimple on the injection site. Treatment was recommended. The hcp was concerned about aspirating the pump again in three weeks if the spot was not resolved. Per patient's mother, the patient was in the emergency room four times in (B)(6). The patient had a chest x-ray, no MRI's or hyperbaric chamber exposure was reported. The patient's mother reported that the pump ran out early and was dry before the refill date. Caller stated, she tried to have the patients pump refilled one week prior to alarm date. The low reservoir amount was two ml. Caller stated during previous refills the patient "wigged out" and got weird. Patient's mother reported, the patient had horrible tone following a refill. Caller stated patient's overall tone wasn't bad. Caller expressed concern that maybe the pump hasn't been working all along. Patient has mood swings midday between 2-3 and she will cry sometimes. Caller stated hcp was working with her to adjust patient's medications. The caller reported that the patient got a wound on her ankle two years ago. The caller said that it took 16 months to identify that the pump was causing the open wound. The patient went off the baclofen and the wound closed. Every increase in the itb therapy would cause the wound to get worse. The patient went on a total drug holiday and it resolved the issue. The pump was delivering lioresal.

Manufacturer narrative:
Programmer model: 8840, serial# unk; catheter model: 8709sc, serial# (B)(4), implanted: 2008(B)(6), explanted: unk. (B)(4).